Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the information center ix would reboot associated patient admit/discharge/transfer operations. This issue only occurred when the date was after (B)(6) 2018. There was no patient incident.